Event description:
It was reported that 7 bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: "blockage".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported while preparing samples, six out of ten kits contained syringes with needles that could not be flushed as they were blocked. To aid in the investigation, fifteen samples with the plastic shields, but no packaging blisters, and one photo were received for evaluation by our quality team. A visual inspection was performed and the safety mechanism has not been activated. Each sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. The photo provided shows seven needle assemblies with the plastic shields. No other information can be obtained from the photo. A device history record review was completed for provided material number 305922, lot number 1354640. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. A complaint trend analysis was performed for the last three years. This is the first complaint for this symptom from any customer. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.